Manufacturer narrative:
Follow-up #1, date of submission 01/31/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: there was no visible damage to the keypad observed. The up button was observed to have an intermittent response. The down, ok, and contrast buttons responded properly. No buttons were observed to be sticking. The keypad was removed and contamination under all of the button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons were sticking and peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.